Event description:
It was reported that a new user of the ilet did not perform required meal announcements for breakfast and lunch, followed by elevated blood glucose to 214 mg/dl that returned back into range due to corrections algorithm. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included user troubleshooting and education regarding proper meal announcement use. Investigation of this case revealed use error related to missed meal announcements, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.